Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set cannula remained in the customer's body after the infusion set was removed. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information; however, no additional information regarding this event was provided.